Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned sample.

Event description:
It was reported that the device, 23 g x .75 in bd vacutainer® winged safety pbbcs with 12 in tubing and luer adapter; had leakage of blood into holder. No medical intervention or injury reported.